Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 452445 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that lead integrity alerts (lia) had triggered for both right atrial (ra) and right ventricular (rv) leads due to decreasing and low impedance measurements. A failure of the inner insulation was suspected for both leads. Reprogramming was done for the rv lead, and the leads were later capped and replaced. No patient complications have been reported as a result of this event.